Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that there was something wrong with the cardiac resynchronization therapy defibrillator (crt-d) and the patient was having chest pain. Follow up only concluded that the patient had not been seen by their following physician. The device remains in use. No further patient complications have been reported as a result of this event.